Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure (batch no. 627308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications or problems that occurred at the time of essure placement - one ovary wasn't in the right place. Placement was tough but completed.". In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction: general sensitivity") and rash generalised ("rashes or skin conditions-type: general rashes/rash") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight gain/loss (specify which one) loss"). On (B)(6) 2012, the patient experienced tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition: bloating"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced visual impairment ("vision/eye problems- type: general vision issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal distension, rash generalised and weight decreased had resolved and the hypersensitivity, tooth disorder, fatigue, hormone level abnormal, nausea, allergy to metals and visual impairment outcome was unknown. The reporter considered abdominal distension, allergy to metals, dysmenorrhoea, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, nausea, rash generalised, tooth disorder, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: information received: one ovary wasn't in the right place. Placement was tough but completed. Current weight (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Date leave began: (B)(6) 2017. Date leave ended: (B)(6) 2017. Reason: hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Ultrasound scan vagina - in (B)(6) 2009: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-may-2019: new pfs received. Lot number received. Event injury was updated and new events: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction-type: general sensitivity, dental problems, fatigue, gastrointestinal or digestive system condition-type: bloating, hormonal changes, nausea, nickel allergy, rashes or skin conditions type: general rashes, vision/eye problems-type: general vision issues, weight gain/loss (specify which one) weight loss, dysmenorrhea (cramping) and device insertion difficult were added. Case became valid. Outcome for events were added. New reporters, plaintiffs information and lab data added. Removal details added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a 44-year-old female patient who had essure (batch no. 627308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications or problems that occurred at the time of essure placement - one ovary wasn't in the right place. Placement was tough but completed.". In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction: general sensitivity") and rash generalised ("rashes or skin conditions-type: general rashes/rash") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight gain/loss (specify which one) loss"). On (B)(6) 2012, the patient experienced tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition: bloating"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced visual impairment ("vision/eye problems- type: general vision issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal distension, rash generalised and weight decreased had resolved and the hypersensitivity, tooth disorder, fatigue, hormone level abnormal, nausea, allergy to metals and visual impairment outcome was unknown. The reporter considered abdominal distension, allergy to metals, dysmenorrhoea, fatigue, hormone level abnormal, hypersensitivity, menorrhagia, nausea, rash generalised, tooth disorder, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: information received: one ovary wasn't in the right place. Placement was tough but completed. 1. Current weight 110 lbs. 2. Approximate weight at the time of essure placement 110 lbs. Date leave began: (B)(6) 2017. Date leave ended: (B)(6) 2017. Reason: hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Ultrasound scan vagina - in (B)(6) 2009: results: total bilateral occlusion. Lot number: 627308. Manufacture date: 2008-05. Expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: quality safety evaluation of product technical compliant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.